Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx125c device was received with the upper jaw broken at the closure slot. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. During the functional test, the jaws remains closed when the trigger was released a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during an open hysterectomy, the jaws became not to open after the device was used for 5 hours. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.